Manufacturer narrative:
The power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. Therefore, the manufacturer¿s UDI could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. Approximate age of device - 10 months from the date the device was manufactured. The device was returned for investigation. The evaluation is not yet complete. The patient remains on device support. No additional information was provided. A supplemental report will be submitted when the investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that while reviewing the system controller history, a pump stoppage event on (B)(6) 2016 was observed. The patient was at the medical professionals at the rehabilitation facility at that time, and the facility never called the vad team to report that the pump had stopped. The medical professionals at the rehabilitation facility also denied any vad alarms. The patient was not reported as being symptomatic. A log file was provided to a technical service representative for review, and the log files confirmed the pump stoppage event, as well as irregular voltage levels. The patient cable was exchanged and the patient has had no additional issues. No additional information was provided.

Manufacturer narrative:
The evaluation of the submitted system controller log file confirmed the reported pump stoppage event. At some point after day 17 hour 7 minute 41, there was a system clock reset and the pump speed was captured at 0 rpm, ramping back up to the set speed. This sequence of events indicate that there was a loss of power to the system controller causing the pump to stop for an unknown amount of time before power was restored. Several irregular voltage measurements were recorded throughout the log file associated with the patient cable; however, these voltage levels did not cause any atypical low voltage alarms to occur and no other notable alarms were captured in the log file. The returned 14 volt power module patient cable was connected to a test system controller, power module, and pump and the system operated at normal voltage levels without any issue or alarms . The returned patient cable was connected to a cable breakout fixture to test the continuity and resistance in the wires and there were no abnormal measurements captured that would have resulted in the irregular voltages or pump stoppage captured in the log file. A root cause of the event could not be determined through this analysis. The patient remains on vad support without any further reported issue. The manufacturer is closing the file on this event.